Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient's right hip dislocated ten months post hip arthroplasty and required surgical intervention to correct. Attempts to obtain additional information have been made, however, no more is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported that patient underwent a revision procedure ten months after post-implantation due to dislocation. The procedure required emergency surgery to correct. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: modular head component, p/n 163668, l/n 124190; arcom xl ringloc acetabular liner, p/n xl-108222, l/n 392250; ti low profile screw, p/n 103532, l/n 016560; ringloc acetabular drill bit, p/n 31-323230, l/n 421050; 14-103648, universal 2-hole shell liner; bi-metric echo profile, p/n 192411, l/n 967590. It is unknown if product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-02888; 0001825034-2017-02898.

Event description:
It was reported by legal counsel that patient underwent a surgical emergency procedure 10 months post implantation due to dislocation. Legal counsel further reported that patient underwent a non-surgical procedure 1 year post implantation due to a 2nd dislocation of right hip. Legal counsel further reported patient underwent a corrective procedure on an unknown date to reposition the hip and replace part of the prosthesis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.